Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted, and patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7078646/7078963, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 32028952, UDI: (B)(4).

Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2352-50 (sn (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Sc-2352-50 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 (ln (B)(6)) the returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted, and patient was doing well postoperatively.